Event description:
Sale consultant advised that during a free flap procedure, the scrub tech put the drill bit into the drill. The surgeon was saying not to test it just as the scrub tech hit the trigger. The drill was on high speed, the drill bit broke and flew across the room and lodged in the back of the circulating nurse. The drill bit was removed from the nurse, the nurse had blood drawn (found negative for (B)(6)) and she returned to another room to use the computer to file the hosp incident report. The nurse was back at work on (B)(6) 2011 and indicated to the sales consultant that it hurt a little bit. No stitches were required.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn as no product was returned.